Manufacturer narrative:
(B)(4). The customer¿s report of a free flow event was confirmed. Physical inspection noted the device to have a missing platen; the platen¿s lower hinge was broken and still attached to the device. Analysis of the pcu event log shows that the pump module was last in use on 07 july 2017; it was powered on at 6:01 am and 1 minute later alarmed for check IV set. After programming the device to infuse at 1ml/hr with a vtbi of 500ml there were 5 additional check IV set alarms, with the last occurring at 6:04 am. There were no other entries in the log until the device was powered on to download logs for investigation. Functional testing was performed after a platen was installed and the device was delivering fluid within specification. The proximate cause of the customer¿s report of a free flow event was identified as a missing platen which was broken off at the lower hinge. The root cause of the broken platen was not identified.

Event description:
The customer reported an unregulated flow of pitocin with fetal heart rate deceleration. There was no report of lasting patient harm.